Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working due to fluid loss. It was observed that the cylinders were peeling upon removal. The ipp was explanted and replaced. There were no patient complications reported.